Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A review of the attached radiographs could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ""outcome of a hemispherical porous-coated acetabular component with a proximally hydroxyapatite-coated anatomical femoral component" written by e. García-rey, r. Carbonell-escobar, j. Cordero-ampuero, and e. García-cimbrelo published by the bone and joint journal published online/accepted by publisher 1 jun 2019 was reviewed. The article's purpose was to evaluate the long-term results of the cementless duraloc-profile total hip arthroplasty system in a 12- to 15-year follow-up study. 73 patients (82 hips) were available for clinical and radiological study at a minimum follow-up of 23 years. X-ray images can be found on page 4 of the article. Adverse events: case 13: male. (B)(6). Revision to address dislocation.